Manufacturer narrative:
H.6. Investigation summary: bd received six (6) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for damaged (chipped) product was observed. Additionally, the customer samples along with thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged (chipped) product was observed only in the customer samples. The retention samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (chipped) product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, five hundred (500) tubes were observed to be defective/broken. There was no report of patient impact.